Event description:
It was reported that, during an arcr procedure, after the inner lock dial turned the deployment knob, and the shaft was removed, the proximal anchor connected to the inner plug of one (1) healicoil knotless came off from the bone hole. The distal anchor was implanted and could not be removed from the patient. The procedure was resumed, without any delay, using the same device. No void was left in the patient, no additional bone hole required. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Manufacturer narrative:
H11 h3, h6 the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The distal anchor has fractured below the eyelet, and the threads are in the insertion tube. The eyelet was not returned. The distal plug was returned on the device with no visible defect. The proximal anchor was not returned. The insertion device has no visible defect. A functional evaluation showed the black (1) most proximal knob will rotate and move the distal anchor/plug rod as intended. The orange (2) larger knob will rotate and move the outer barrel/forks as intended. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failures and/or harms were documented appropriately, and there were no indications to suggest the anticipated risks are not adequate. A review of the material specifications found that the raw material strength requirements and storage requirements specified, and each lot must be accompanied by a material certificate of analysis. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the reported event include not maintaining inserter alignment throughout insertion to ensure implant integrity, an inadvertent impact event that may have occurred during device transportation, rough shipping and handling, or at the customer site, as well as the application of an unintended, inappropriate, or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.